Manufacturer narrative:
As part of our investigation, bayer radiology requested the actual disposables involved with this incident be returned for evaluation. In addition, bayer radiology requested that an injector check be performed. At this time, the customer has declined bayer radiology's request for an injector checkout or return of the actual disposables involved with the alleged incident. Additional applications training has been offered and scheduled for june 13, 2019. The customer was unable to provide lot number(s) information; therefore, testing of retained samples is unable to be completed at this time. The customer indicated that they routinely use a bayer syringe from syringe kit sds-ctp-qft in conjunction with third-party multi-use tubing for CT procedures. The following warning is listed in the stellant CT syringe kits & connector tubing instructions for use (IFU). "Patient injury could result from using improper accessories. Use only accessories and options provided by medrad designed for this system". We are actively gathering more information to complete our investigation. If/ when more information becomes available a follow up/ final report will be submitted.

Event description:
The following information was reported to bayer. A (B)(6) female patient in poor condition underwent a CT scan to evaluate for a suspected tumor (thorax region) while connected to the stellant d injector system. The patient was reported to suffer an alleged air injection following a second bolus injection attempt. The physician visualized greater than 6 ml of air on the images; however, the exact anatomical location was not provided. The patient immediately became unstable and went into cardiac arrest. The patient underwent CPR, but resuscitation efforts were unsuccessful and the patient was reported to expire. An autopsy report and/or cause of death statement have been requested; however no additional information has been received at this time.